Event description:
Physicist reports urology system exceeding the 10r/min does at 30cm above table top. No reported injury.

Manufacturer narrative:
Field service engineer was not able to confirm or duplicate reported 'defects' in physicist report. Fse checked the maximum dose and found 9.6r/min in adult mode and 4.5r/min in child mode, within specification. Fse found the kvp to be accurate to (5%) in both rad and fluoro mode. Fse also checked the mas and found it to be in specification. Fse checked and verified the operation of unit functions. System returned to full service by the customer.